Event description:
It was reported that during the implant procedure of the lead the stylet became stuck and the physician could not get the stylet out of the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).